Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that their managing therapist had recommended they consider getting an external vagus nerve stimulator and the patient wanted to know if there would be any cross current or conflict if they put another stimulator on their body. Patient services reviewed compatibility considerations with the patient and redirected the patient to consult with their healthcare provider. The patient stated they didn't want to go into the grand details but that they had noticed a return of their bladder symptoms and that they'd been tinkering around with different settings but that it was dependent on the rest of their system which was hyperactive and being calmed they were hoping the vagus stimulator would help with that, would help with overall bladder situation. When patient services asked the patient when the return of bladder symptoms began, the patient stated in late last august, said they were away on a trip with their family and they were way overdoing what their body could tolerate so one day they were just standing in the bedroom and their bladder just emptied itself. When that came back, it wasn't fine. The patient stated they walked out of the bathroom with 3 layers of overnight padding and left with nothing and it was completely 100% effective right after the implant procedure. Patient said right now bladder symptoms are completely under control.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.